Manufacturer narrative:
On mar 7 2022, additional information was received indicating the patient experienced device migration on the left side. Manufacturer's reference: (B)(4).

Manufacturer narrative:
Mentor received the suspect medical device on 30-jul-2019 and completed the investigation on 14-aug-2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 7593981, and no non-conformance's related to the reported complaint were identified. Manufacturer's reference: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 3, anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 355cc mentor memorygel breast implant and experienced postoperative capsular contracture baker grade 3 in right breast, and loss of fold support in left breast. As a result, the patient underwent removal and replacement with mentor memorygel breast implant, catalog # 3503501bc, serial # (B)(4) (right) and serial # (B)(4) (left) on (B)(6) 2019. This report is for the right-sided implant, refer to manufacturer report number 1645337-2019-15892 for the left-sided implant.